Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unit had moisture damage on lcd board. Pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have moisture under display screen due to being out on a boat. Customer's blood glucose was 181 mg/dl. Customer was advised that insulin pump would need to be replaced.